Manufacturer narrative:
The reported event was lead dislodgement. As received a complete lead was returned in one piece. Visual examination found the helix partially extended, bent, and clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued and broken separated consistent with procedural damage. Due to the damage helix as received the helix mechanism test could not be performed.

Event description:
Related manufacturer report number: 2017865-2022-48287, 2017865-2022-48288. During an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead and a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and revealed the rv and lv leads had been pulled taut. A revision procedure was performed in an attempt to reposition the leads, however, the stylet could not be inserted into the rv lead, so the physician elected to explant the rv lead. In addition, while attempting to manuever the lv lead, the right atrial (ra) lead dislodged and was subsequently explanted. Lv lead removal was again attempted, however, the lv lead could not be pulled back or maneuvered beyond the superior vena cava. The lv lead was left implanted for now, however, an additional revision procedure is anticipated to explant and replace the lv lead. The patient was in stable condition.